Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery . The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
Customer reported via phone call that the insulin pump motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.